Event description:
The physician successfully performed a balloon angioplasty of the target right supraclinoid internal carotid artery (ica) 97 % stenosed lesion. Post dilation, the imaging showed excellent restoration of near normal antegrade flow through the supraclinoid into both anterior and middle cerebral branches. Following angioplasty, a stent (subject device) was uneventfully placed across the target lesion and excellent blood flow restoration was achieved. There was no complication noted during the procedure. However, two days post procedure, a new parenchymal intraventricular hemorrhage resulting in a stroke and a hydrocephalus was observed. The patient was treated with fresh frozen plasma. The antiplatelets were reversed to platelets. The patient's condition improved; however, five days post the stroke onset, the patient suddenly became unresponsive and hemiplegic on the left side. The patient was given ativant and loaded with keppra. Imaging showed a new large hemispheric acute infarct consistent with occlusion of the stent. The patient became unresponsive and nine days post procedure, the patient died. The physician stated that the etiology of the bleeding was reperfusion injury and related to the procedure but not related to the implanted stent and the balloon device.

Event description:
The physician successfully performed a balloon angioplasty of the target right supraclinoid internal carotid artery (ica) 97 % stenosed lesion. Post dilation, the imaging showed excellent restoration of near normal antegrade flow through the supraclinoid into both anterior and middle cerebral branches. Following angioplasty, a stent (subject device) was uneventfully placed across the target lesion and excellent blood flow restoration was achieved. There was no complication noted during the procedure. However, two days post procedure, a new parenchymal intraventricular hemorrhage resulting in a stroke and a hydrocephalus was observed. The patient was treated with fresh frozen plasma. The antiplatelets were reversed to platelets. The patient's condition improved; however, five days post the stroke onset, the patient suddenly became unresponsive and hemiplegic on the left side. The patient was given ativant and loaded with keppra. Imaging showed a new large hemispheric acute infarct consistent with occlusion of the stent. The patient became unresponsive and nine days post procedure, the patient died. The physician stated that the etiology of the bleeding was reperfusion injury and related to the procedure but not related to the implanted stent and the balloon device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Hemorrhage, stroke, thrombosis, neurological complications and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
The device remained implanted.